Event description:
Information received indicates the brake casters will not lock at the foot end of the stretcher.

Manufacturer narrative:
The technician replaced both brake casters, the brake linkage and the hex rod to repair the stretcher.